Event description:
User alleged that the "[device] meter wouldn't give [a] reading. [User] changed batteries, [and the device] still wouldn't work. Also tried to reset [the device, and] nothing happened."